Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected, with a discrepancy greater than 30 units earlier in the day. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to call back for troubleshooting if they experienced an active fill estimate issue in the future, and the caller acknowledged this guidance.